Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381933 and lot number 4290525. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter, translated from french to english: the problem concerns safety: the canula retracts only very slowly. Defective batch of pink (B)(4) ga catheters batch number 4290525 observation by several carers: difficult and slow retraction of the mandrel after pressing the button provided for this purpose. Button.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.